Event description:
Globus medical was notified that a revision surgery had taken place on (B)(6) 2012, for the removal of a 2 level transition rod. Initial surgery is unknown, as doctor performing revision surgery was not the physician who performed the initial surgery. Sales representative reported revision was a result of the titanium portion of the 2 level transition rod extending too far caudal from the s1 screw, and penetrated into the sacrum. There were no complications during the revision surgery.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, however, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. Since no part number was provided we cannot determine if all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available information, no determination can be made at this time that implant conforms to all applicable standards, and there was no deviation in the manufacturing process. Additional information has been requested in order to conduct a more thorough review of this incident. We will file a supplemental report when that information has been received, and proper documentation has been reviewed. The date of manufacture cannot be determined without lot number. Model number - this information was requested; however, not yet obtained. When the model number is provided, a supplemental report will be submitted. This information was requested, however, has not be provided. A supplemental report will be submitted when this information is provided.